Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient is "developing a left side capsular contracture, baker grade iii". Device remains implanted.

Event description:
Healthcare professional reported patient is "developing a capsular contracture, baker grade unknown". Healthcare professional later reported "capsular contracture baker grade IV". Record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown." Healthcare professional later reported capsular contracture baker grade iii." Healthcare professional additionally reported "capsular contracture baker grade IV." The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown." Healthcare professional later reported capsular contracture baker grade iii." Healthcare professional additionally reported "capsular contracture baker grade IV." The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported patient is "developing a capsular contracture, baker grade unknown" this record is for the left side. The device remains implanted.